Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation and deflation issues. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.